Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose of 436 mg/dl. Customer was treated with bolus from insulin pump. The customer reported that the insulin pump received no delivery alarm and the issue was resolved by changing reservoir and infusion set. Customer reported that the insulin pump had cosmetic damage. The insulin pump will not be returned for analysis